Event description:
It was reported that during implant procedure, stylet could not be moved till the end of the lead. Physician removed the lead from patient and flushed with antibiotic solution which reveled holes in the lead, through which the solution leaked. New lead was used to complete the procedure. Patient was stable post-surgery.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.